Event description:
It was reported that during a carotid artery stenting treatment procedure, the stent went past the target lesion and a second stent needed to be placed. The lesion being treated was located in the left internal carotid artery with a 6.0 mm reference vessel diameter, 30 mm length and 80% stenosis. The pt underwent treatment with the nexstent carotid stent system and filterwire ez embolic protection sys. The target lesion was pre-dilated after filterwire ez placement, but prior to nexstent placement. The filterwire ez placement was successful. It was noted that two stents were used. Per the site coord, the first stent went past the target lesion, and they felt it was operator error. A second stent needed to be placed to fully cover the lesion. The site coord stated the first stent covered the over half of the lesion and the second stent covered the over half of the lesion. The site coord stated, the stent was delivered successfully and deployed to the intended location. Placement of the second stent was successful. Post-dilatation was performed and residual stenosis was 5%. There were no adverse events during the procedure.

Manufacturer narrative:
The complaint device was not returned; therefore, prod analysis was not possible. A device history review did not reveal any anomalies that would have caused the device to malfunction. Without an analysis of the complaint device, it was not possible to determine if any device anomalies existed that may have contributed to the reported difficulties. Few procedural details were available at the time of this investigation, therefore, it was difficult to determine if the device was used according to the nexstent directions for use. It is notable that it was reported per the site coord the first stent went past the tl and they felt it was operator error. From the description of the event, it is likely that the outer catheter was held stationary. There are three possible situations where this can happen. The rhv on the guide sheath may have been tightened too much which prevents the outer catheter from moving, the physician may have been holding the outer catheter between their fingers preventing the outer catheter from moving, or the physician was holding the device at the distal portion of the handle, near the rhv, stationary while turning the knob to deploy the stent and allowing the actual handle to move distally. All these situations will cause the outer catheter to remain stationary while the stent is pushed out by the inner catheter. When the stent is deployed properly, the inner catheter should remain stationary while the outer catheter is retracted proximally to deploy the stent. The exact cause of the reported event was not determined. The root cause will be documented as operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported event and due to the absence of info implicating a root cause related to the device this failure mode is being investigated through a- CAPA.